Event description:
It was reported that a device alarmed system error 322 during an infusion at 2000 an hr creating an "unsafe condition". It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was rec'd and evaluated by baxter. The unit was tested for 24 hrs with no occurrence of ec 322. Review of the history log confirms the ec 322 reported symptom. Eval was unable to determine the cause. Eval of known contributors to ec 322 has led to the determination that the upper and lower auxiliaries were the failing components and require replacement. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. The upper and lower auxiliary components were replaced.